Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital name: (B)(6). Product name: biolox delta ceramic insert. Event outcome/how was it managed? Cup and liner had to be removed and replaced was the surgery prolonged due to the event? If yes, confirm how many minutes delay- yes 60 mins. Has the reporter facility indicated there may be legal action? No legal action. The surgeon placed the ceramic liner into the cup with the alternate bearing inserter. Using the 32mm pusher head on the straight impactor he impacted the ceramic liner once. A piece of the ceramic liner sheered off. The surgeon said he had never seen this happen before. He tried to extract the liner from the shell with the ceramic liner extractor but was unable to do so. He tried various methods of extraction but to no avail and ended up having to remove the cup and liner in once piece. He then implanted new implants successfully.